Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm and the mobile power unit not alarming appropriately was not confirmed. The returned mobile power unit (mpu) (serial number: (B)(6) was evaluated at the service depot and functioned as intended. The mpu was functionally tested and the unit passed without any issues. No issues were observed on the mpu. The submitted event log file contained approximately 5 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp. The log file did not capture no external power alarms or any issues with the mobile power unit (mpu). However, the event log file did not capture the entirety of the date (B)(6) 2021 as the data was overwritten by newer events. The pump maintained a speed above the low speed limit throughout the log file. It was reported that the ac power cord on the mpu was verified to be properly connected during the reported event. Multiple requests for additional information were made to determine if there were any environmental circumstances that would have affected ac power at the patient¿s house during the reported event; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 01feb2019. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and the mpu alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06450.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced no external power alarms when connected to their mobile power unit (mpu) on (B)(6) 2021. The alarms reportedly persisted despite the patient verifying power cable connection into the mpu and wall outlet, and trying different wall outlets. The patient changed the aa batteries in their mpu. The affected mpu would be returned for evaluation and repair under warranty. It was additionally reported on (B)(6) 2021 that the patient had fallen twice at home. This had happened at some point in (B)(6) and on (B)(6) 2021. The patient was reportedly connected to mpu on (B)(6) 2021, stood up, became dizzy and fell. The patient observed no external power alarms after they fell. The mpu was not alarming.